Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was unable to power on. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed to power on. The cause of the monitor not powering on was due to corrupted flash programming. The root cause of the corrupted flash programming cannot be positively identified. No adverse event resulted from the corrupted flash programming. The last patient to use this monitor did not report any deficiencies.